Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an anesthesia kit (used for administration of a local anesthetic agent). A physician reported that a catheter included in the anesthesia kit broke upon removal from the surgical site following a breast augmentation. The product was returned with both catheters attached to the bifurcated set. One catheter was missing approximately 2 inches from the distal end.